Event description:
The customer reported that the device screen was blank.

Manufacturer narrative:
The customer reported that the device screen was blank. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.